Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the right ventricular lead into the pulse generators header. The physician used silicone oil and was able to successfully insert the lead into the device header. The lead remained implanted. No adverse events or patient complications were reported.

Manufacturer narrative:
.